Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no reported impact to the customer¿s blood glucose level. The caller received guidance on resetting the pump from technical support, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to report any future malfunctions if they arise.